Manufacturer narrative:
09/20/2017 05:06 pm (gmt-4:00) added by (B)(6): the iab was returned with the membrane completely unfolded. No blood was observed on the iab. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
On (B)(6) 2017 during intra-aortic balloon (iab) insertion on ami patient, it was unable to advance through sheath and balloon wrapping came loose completely over time. Replaced iab to continue therapy. Mild sclerosis, tortuosity and moderate calcification were noted in the patient vessel. There was no injury or harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
On (B)(6) 2017 during intra-aortic balloon (iab) insertion on ami patient, it was unable to advance through sheath and balloon wrapping came loose completely over time. Replaced iab to continue therapy. Mild sclerosis, tortuosity and moderate calcification were noted in the patient vessel. There was no injury or harm to the patient.